Event description:
The pharmacy tech introduced normal saline into the syringe and saw a "pink speck" inside the syringe barrel. Initially, the substance was believed to have been stuck to the plastic of the barrel. Once the liquid was manipulated, the unidentified material followed the movement of the liquid.